Event description:
An orsiro drug-eluting sent system was implanted in a restenosis of an earlier placed stent in the lad. Six days after intervention, patient experienced ventricular fibrillation. A cag was performed and a thrombosis was detected.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was available for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no manufacturing related root cause was determined. The physician reported that the patient outcome is fine after switching from plavix and efient, and that the stent thrombosis was most likely caused by the patient being not effective for plavix.